Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. Imaging quality was challenging. The first clip was implanted without issue. To further reduce mr, a second clip was implanted, however the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). A posterior leaflet or chordal tear are suspected. No additional clips were implanted. Mr was reduced to 2. There was no clinically significant delay and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to procedural conditions. A cause for the reported tissue injury cannot be determined. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.